Event description:
Related manufacturer reference number: 3006705815-2022-01667. It was reported that patient has not been receiving effective therapy for a long time and has the system turned off and wants the system to be explanted. As such, surgical intervention is anticipated to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received confirmed the device was explanted.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.